Manufacturer narrative:
The device has been evaluated and the coil detached normal via manual method (provided in the instruction for use). (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).

Event description:
It was reported the coil could not be detached during procedure and was removed from the pt. No pt injury reported.